Event description:
The customer received questionable potassium results and provided results for three patient samples. Two of the patients had discrepant potassium results. Patient 1, initial result was 2.31 mmol/l, the first repeat gave 3.69 mmol/l. The same sample repeated again at an external laboratory gave 3.69 mmol/l. Patient 2, initial result was 3.35 mmol/l, the first repeat gave 4.12 mmol/l. The same sample repeated again at an external laboratory gave 4.00 mmol/l. It is unknown which results were reported outside the laboratory. No adverse events have been alleged regarding the discrepancies. The issue was resolved when the customer began using a new lot of potassium strips. The analyzer used for testing was a reflotron IV instrument, (B)(4). Customer returned strips and relevant retention materials were tested. No abnormalities were identified. The differences could not be confirmed.

Manufacturer narrative:
Clarification of response: it is unknown if the initial reporter sent a report to the FDA. This event occurred in (B)(4).